Manufacturer narrative:
Philips has investigated this complaint. According to the additional acquired, the customer was performing a diagnosis, which was completed as planned by using a wired foot switch. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse connected with the customer and was informed that the wireless foot switch (wfs) failed to connect with the system and the battery indicator was defective. Additionally, the bracket was loose. A philips field service engineer (fse) inspected the system on-site and replaced the wfs to resolve the issue. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Functional testing was performed, and no failure was observed. However, a visual inspection confirmed a loose bracket. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure could be completed using the wired foot switch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly, which can prevent imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.